Event description:
It was reported that the insulin pump alarmed motor error during a manual prime attempt. The blood glucose reading was 99 mg/dl. The customer stated that he believed that the insulin pump had been bumped prior to the alarm. He also reported that the device had been exposed to a magnetic resonance imaging field. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.